Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) failed to power up. The customer tried two good working li-ion autopulse batteries without any success. No device malfunction was reported on the batteries. No patient involvement.

Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(6) failed to power up was not confirmed during the functional testing and the archive data review. The autopulse platform was able to power up during the functional testing, and the reported complaint could not be replicated. During visual inspection, there was no physical damage observed on the autopulse platform. The platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, unrelated to the reported complaint. The brake gap inspection was performed and verified the brake gap was within the specification. Autopulse (ap) vision software was used to clear the observed system error. Unrelated to the reported complaint, the archive data revealed a system error 139 (unable to hold compression position) message around the reported date. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with four good known test batteries until discharged without any fault or error.